Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 54-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp support ongoing for a patient admitted with a nstemi (non-st segment elevation myocardial infarction) . The cp was placed and supported for 4 days when it was replaced due to a purge leak. The leak was from purge line/pump damage caused with patient movement. The support proceeded on the 2nd pump without harm or injury.

Manufacturer narrative:
The investigation into the purge sidearm leak has been completed. Neither the product nor the data logs were returned for investigation. However, the clinical information was sufficient in determining the root cause, given the results of prior failure investigations. It was concluded that the cause of the purge leak was most likely a leak from the sidearm but the exact location of the leak was unknown since the product was not returned. The instructions for use referenced in the initial report is from IFU for impella cp with smartassist for use during cardiogenic shock and high risk cpi, section: cleaning. D4-updated model number in accordance with updated procedures, section d6 has been revised from the initial submission. B5-added patient outcome with explanation from medical safety officer review.

Event description:
Upon review by abiomed's medical safety officer, the patient expired after 8 days of support. Not enough information to associate use of the device with patient outcome.